Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-mar-2019 with the following findings: during investigation, the keypad was intact with no peeling or damage. The keypad buttons were responsive to user input. The keypad was removed to find no evidence of contamination on the button contacts. The pump was opened to find evidence of moisture corrosion on the keypad connector, and on the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was reported that "other" keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.